Event description:
Distributor informed our service department on the (B)(6) of september that one of our products was involved in a case where the patient's head slipped out of the skull clamp while detaching a muscle. On the 2-pin side, one pin had 1 centimeter clearance from the scalp. No injury occurred, but the patient had to be reclamped intraoperatively.

Manufacturer narrative:
No injury was reported in this case, but as there was a potential risk reported ("head slipped out of the skull clamp") we decided to report this case.